Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device activity logs confirmed that a 200j shock was successfully delivered. A few minutes later, the device displayed a "check pads/poor pad contact" message. Log analysis showed a difference between patient and defibrillation impedance, indicating poor coupling between the therapy pads and the patient's skin, likely due to inadequate pad contact to the patient or placement. Testing of the device, multifuction cable, and pads found no issues with device and provided accessories. The device was recertified and returned to the customer. No trend associated with similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), an arc was observed from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.